Event description:
It was reported that the pump was suspected to have flipped. The patient was to be sent for an x-ray. The device system was used to deliver lioresal (baclofen). No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).